Event description:
Reportedly, patient had a significant intraoperative bleeding / coagulopathy. Int was 2.9 intraoperatively. Hct immediately post op was 21%. Patient was transfused 7 units prbs total, 3 units ffp and I unit of platelets. Patient also received ddavp in or. Heparin adequately reversed with protamine in post op period. Act returned to baseline. Hct at discharge 2003 was 31%, inr 1.2.

Manufacturer narrative:
Device not returned for evaluation.